Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was evaluated and replaced. The system was found to be working as intended and returned to service.

Event description:
The customer reported that the system was not working properly. Further info from the fse found that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.